Event description:
Soon after initiation of cardio pulmonary bypass, the pt's blood was not adequately oxygenating. The pt's oxygenation was maintained bt resuming ventilation and then connecting an oxygen tank to the bypass circuit. The problem was attributed to the oxygen delivery circuit, so the oxygen blender was replaced and no further issues were encountered for the remainder of the case. Post procedure troubleshooting demonstrated that the blender failed despite passing pre procedure checks. Device returned to biomedical electronics services and technologies on (B)(6) 2015 where mixer knob was re-anchored and unit calibrated and performance inspection completed. Device returned to rush on 2/18/2015.